Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-072865. Follow-up information revealed effective therapy was restored following the procedure.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2017-072865. Follow-up information revealed the patient underwent surgical intervention wherein the leads were explanted and replaced.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-07285. It was reported the patient is not receiving stimulation from the scs system. Diagnostic testing revealed high impedance values on all lead contacts. Subsequently, the patient will undergo surgical intervention to address the issue.